Event description:
It was reported that the patient underwent a revision approximately three (3) years post-implantation due to limited range of motion. During the revision, the tray and bearing were revised in order to increase the offset amount and the glenosphere remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 115310; lot# j7356822, item# 110031399; lot# 65860708, item# 113632; lot# 65048928. G2: foreign: event occurred in new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.